Event description:
The intuitive davinci robot had a malfunction. Controls for the robot spontaneously worked opposite sides. The right worked the left and the left worked the right. Images were inverted. Company rep was contacted, and could see the situation via remote viewing. The instructions given to the surgeon was to retrieve the robotic arm and simply reboot the system. A mesenteric vein was inadvertently lacerated while the surgeon attempted to "back out" the robotic arm. The robot then worked as it should, and the surgeon resumed use of the robot and finished the procedure without any sequelae. FDA safety report ID# (B)(4).